Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, "the metal parts of the active code connector", also known as the cautery pin, separated from the device. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The returned device presented with the cautery pin detached from the device. Measurements taken of the pin were found to be within specification. Functional testing showed that the device retracted and extended within specification. The condition of the returned device was consistent with the complaint that the cautery pin separated from the device. Based on the evaluation, improper assembly of the cautery pin likely led to detachment. Further review of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, "the metal parts of the active code connector", also known as the cautery pin, separated from the device. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.